Event description:
It was reported to boston scientific corporation that during preparation to place a polaris ultra ureteral stent, the physician noticed an anomaly at the bladder end of the device. Reportedly, no further patient or event information is available. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."

Event description:
It was reported to boston scientific corporation that during preparation to place a polaris ultra ureteral stent, the physician noticed an anomaly at the bladder end of the device. Reportedly, no further patient or event information is available. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned polaris ultra nsh ureteral stent revealed that the device was scraped along the shaft. Deep marks were observed at the distal end and the middle section of the stent. The suture hole is torn and the suture was not returned. The tear is consistent with those caused by the suture when it is removed. The device shows evidence of manipulation; however, the circumstances under which the stent was damaged cannot be determined based on the information available. The cause for the event could not be determined.

Manufacturer narrative:
(B)(6).